Event description:
It was reported that cartridge alarm occurred on pump, and caller also reported cartridge alarms with consecutive cartridges on same device. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support discussed an out-of-warranty loaner pump option while no further outcome details were provided.